Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2024, it was reported by an arthrex employee via email that for an ar-2324bcc, suture anchor, biocomposite swivelock® c, 4.75 mm x 19.1 mm, closed eyelet, the anchor broke during insertion. This was detected during use in rotator cuff repair procedure on (B)(6) 2024. All the fragments were retrieved from the patient. The procedure was completed successfully using another new ar-2324bcc. There was no patient harm and no secondary procedure needed.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. The complaint allegation is confirmed. One unpackaged, ar-2324bcc, biocomposite swivelock®, batch number: 15241384, was received for investigation. Visual evaluation noted that the anchor of the device was broken on the distal end. No fragments were sent for evaluation. Functional testing was not performed due to the damage to the device. The most likely cause can be attributed to misaligned insertion; or prying/leveraging the device during use.